Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient is scheduled for surgery as the wire is reported to be too superficial. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that surgery was scheduled. Surgery was then confirmed to have occurred. It was reported that the lead was not superficial and a keloid scar was removed, nothing was explanted. No other relevant information has been received to date.